Manufacturer narrative:
The customer's meter was received for investigation and appeared undamaged and clean on the outside. The returned meter was measured with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Masterlot/retention meter: marcumar 3: 2.1 inr, marcumar 4: 3.8 inr. Retention strips/customer meter: marcumar 3: 2.1 inr, marcumar 4: 3.8 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and retention material complied with specification.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result was 3.2 inr. The testing was repeated within five minutes with two more draws on different fingers and the results were 2.4 inr and 2.8 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.0 inr. Relevant retention test strips (lot 186862-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.

Manufacturer narrative:
As no test strips were received for investigation, a specific root cause could not be determined.